Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2022-15348; 3006705815-2022-15349; 1627487-2022-05866. It was reported the patient experienced ineffective therapy. High impedances were measured on 1 of 2 thoracic leads and on both cervical leads. As a result, surgical intervention occurred wherein the leads were explanted and replaced to address the issue. The investigation did not determine which thoracic lead had high impedances. Therefore both leads are being reported.